Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, implanted: (B)(6) 2001, product type: catheter. (B)(4).

Event description:
A critical alarm was noted to have been heard about two months prior to the report. The pump had been empty prior to the healthcare provider (hcp) seeing the patient since january 2011. The hcp did not want to put the patient under anesthesia to remove the pump. The patient was on oral medication to treat their spasticity. The hcp stated the patient ¿was getting loose¿ with the baclofen in the pump so the hcp stopped the pump and put the patient on oral medications. The pump had been empty since. They wanted to know if the alarm could be turned off. The medication used within the system was baclofen. A healthcare provider later reported the medication used within the system was lioresal. The cause of the event was a ¿battery alarm¿ that they were not able to turn off. They further noted normal battery depletion of the pump, and they could not turn off the error message or pump alarm. They noted the family was ok and would wait for the battery to die. No surgical intervention occurred, and the patient did not require hospitalization.